Manufacturer narrative:
A philips field service engineer (fse) was scheduled to inspect the system onsite. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system intermittently fails to start on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.